Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. It was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion being treated was located in the calcified and moderately tortuous left forearm shunt. Using a 0.018×100cm non-bsc guide wire, the physician advanced a 4.0 x 20mm x 40cm sterling balloon catheter to the target lesion. The balloon was inflated to 6atms but did not inflate, then the balloon was inflated to 14 atms and ruptured. The device was successfully removed and the procedure was completed with another of the same device. No complications were reported and the patient's status is good.